Event description:
It was reported that after finishing an af procedure, the pt suffered a tamponade and pericardiocentesis was performed. The physician does not believes the tamponade was due to the catheter.

Manufacturer narrative:
The catheter was returned and visually and functionality examined. Results of the testing are as follows: a leak at the handle junction was confirmed during testing which resulted in the inability to conduct the simulated ablation test; an error was displayed on the generator during testing. There is no established linkage between the handle leak and the reported tamponade. Review of the device history record confirmed this lot met mfg requirements prior to shipment. All catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the spec requirements. The catheter design has been validated to meet the buckling load requirement (simulation of force required to perforate tissue). The cause for the reported tamponade remains unk. Vascular perforation is an inherent risk as stated in the instructions for use (IFU). This event is being tracked and monitored for significant trend occurrence.